Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to restriction on the suction cylinder. In addition, the glue was cracked on the cover, the cover had deep scratches, the objective lens was chipped, the light guide lens had peeling cement, there were surface scratches on the insertion tube and light guide lens tube, and the control knob was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that a stent was found in the channel of the evis exera duodenovideoscope during a procedure. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer.

Event description:
Additional information was obtained from the customer on 11june2021. The type of procedure performed was a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The device malfunction led to a delay in procedure while the patient was under general anesthesia for approximately 10 minutes. The procedure was completed after changing scopes. The device was inspected prior to use, where it was cleaned and flushed normally, showing no resistance.